Event description:
Vaginitis vaginal infection. Tampon left in private parts [foreign body in reproductive tract. Private parts became inflamed genital tract inflammation. Chronic cervicitis. Case narrative: consumer reported via phone that she discovered tampon was left in vagina. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Vaginitis [vaginal infection]. Tampon left in private parts [foreign body in reproductive tract] private parts became inflamed [genital tract inflammation] chronic cervicitis [cervicitis] case narrative: consumer reported via phone that she discovered tampon was left in vagina. No serious injury reported. 14-oct-2022: in a follow-up contact, the consumer indicated that she had stopped using the tampons.

Manufacturer narrative:
No failure could be identified as a result of the investigation.